Event description:
On assessment of infant, provider noted the umbilical artery catheter -uac- was broken at stopcock hub. Minimal amount of blood loss noted -described as 1-2 drops of blood. Line was discontinued and replaced. No adverse outcome or sequelae.